Event description:
It was reported that this right ventricular lead was surgically abandoned and replaced due to high shock impedance out-of-range of over 125 ohms. No additional adverse patient effects were reported.